Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump's touchscreen was cracked. There was no impact to customer's blood glucose level. Reportedly, the customer was unsure how the pump was cracked. The pump was functional and it is indicated that the customer would continue to use the pump for insulin therapy.